Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following implanting a micro-stent, the device migrated into cleft with pas closing around the device. Following the implant for the first two weeks, the device was perfectly positioned. Monitoring of the patient will continue. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of device migrated into cleft; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case. There is no mention of system failure. Creation of a small cyclodialysis cleft is required for micro-stent implantation. It is possible that the stent was positioned more posteriorly than optimal in the cleft and/or that the cleft's size allowed for additional stent movement after implantation. In either case, pas could have overgrown the stent ostium. A possible root cause is that system labeling includes detailed instructions regarding micro-stent implantation. The labeling also clearly specifies that the creation of an oversized cyclodialysis cleft, micro-stent movement and device obstruction by pas are established risks associated with use of the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient is doing well off of all medications.